Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at less than 20 atms. The number of inflations and to what atms is unk. The lesion being treated was a calcified and 99% stenotic lesion in the rca. A medikit introducer sheath and a zeon balloon catheter were also used in the procedure. No pt injuries or complications were reported. Pt status is listed as "good".